Manufacturer narrative:
D3 - manufacturing plant address 1- corrected. D3 - manufacturing plant address 2- corrected. D3 - manufacturing plant city- corrected. D3 - manufacturing plant state- corrected. D3 - postal code- corrected. D3 - manufacturing plant country- corrected. One suspected pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted on the product. The downstream occlusion (dso) test was performed, during which the pump triggered a pressure alarm. The allegation made by the complainant was confirmed and the probable root cause was due to a dso sensor which was out of calibration and needs to be recalibrated. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that the pump shows under pressure. The event occurred during set up. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.